Event description:
Patient had pain. A combination of poor oral hygiene and immediate placement in a molar site. Patient has been wearing her implant supported partial for 2 months. States #2 implant was always the hardest to detach from. Yesterday when removing partial, implant came out whole with it.